Event description:
The hosp biomed reported failure code 40:430:259:7cb10020 during clinical use. The display locked up following this failure code and the keypad did not work except the on/off key which only silenced the alarm and did not shut the pump off. The pump was programmed to infuse an unk solution at a rate of 125 ml/hr. Time remaining when the failure code occurred was=7:03 hrs and a volume of 881ml. Attempts were made to obtain additional details regarding medication involved, medical intervention and specific pt info. No clinical contact was able to be identified for additional details. No pt injury resulted per the biomed.